Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the distal plastic component of fenestrated bipolar forceps was melted. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the damage was identified prior to reprocessing. There was no damage noted before instrument was used in the procedure, but it was inspected before starting the reprocessing procedure, at which time the damage was observed. It was not inspected by the first assist nor the scrub tech. The scrub tech stated that the surgeon placed the monopolar curved scissors on top of the fenestrated bipolar forceps and used energy from both devices to cut/cauterize quicker during the procedure. It is unknown if any arcing was observed during the procedure.